Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was dislodged causing a perforation. The dislodgement is suspected to have caused dressler's syndrome, pericardial effusion with early tamponade physiology, chest pain, cough, shortness of breath, fever, chills, nausea, and vomiting. The patient underwent a surgical intervention to reposition the lead and a pericardial drain procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and microperforated the heart wall. The patient underwent a surgical intervention to reposition the lead. A few weeks later the patient presents to the ER with higher capture threshold, lower impedance but still within limits, a lower amplitude threshold, chest pain, cough, shortness of breath, fever, chills, nausea, and vomiting. X-ray clear, lead position appears stable. Echocardiogram reveals a large pericardial effusion with early tamponade physiology noted. Patient underwent another surgical intervention for a successful pericardiocentesis. Previous dislodgement and microperforation suspected to have caused dressler's syndrome. Patient continues under observation and original lead still in use. No additional adverse patient effects were reported.